Event description:
A male patient, (B)(6), was being treated for lower back pain with electrotherapy when the patient experienced an unintended output from the device. The patient did receive a 2nd degree burn in the area of treatment under one of the application electrodes. The clinician was using the pre-mod electrotherapy waveform to treat the patient. The clinician adjusted the output intensity to patient tolerance. The treatment time was for 15 minutes. The electrode size was unknown. The electrodes had been used on the patient four times.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Reference report: 1022819-2008-00391.